Manufacturer narrative:
The device has been requested by baxter for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.

Event description:
The facility initially reported an infusion pump with channel b select switch hard to push. Additional information was obtained from the facility which determined that channel b select switch was only intermittently interpreted by the pump head keypad. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.